Event description:
Revision surgery- the pt's hip was chronically dislocating. The surgeon replaced the constrained liner, ring, and head. The revision was performed to ensure proper positioning of the hip, and in turn, create stability.